Manufacturer narrative:
Summary evaluation: the product was not returned; it remains implanted. "Anchor failure" may indicate a haptic issue. Associated products were not provided. It is unknown if qualified products were used. The lens model used is only qualified for use in two specific cartridges. (B)(4).

Event description:
Additional information was received from the consumer that the intraocular lens (iol) was not exchanged; it was repositioned. The consumer reports that a new surgeon told him that the intraocular lens is located in front of his iris and his pupil is "jammed" and will not move. The consumer also reports eye pain due to his pupil trying to open and close.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by mail and phone. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported following an intraocular lens (iol) implant procedure the lens had "anchor failure" . He experienced blurred vision within the first two weeks after surgery. The surgeon performed a laser cleaning. The lens was removed and replaced in a separate procedure. He was also diagnosed with wet macular degeneration at approximately the same time period. Additional information was requested.